Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was constant beeping coming from the mobile power unit (mpu) while it was being used. There were no alarms observed but a green light was lit on the mpu. The mpu was replaced. The patient continued to experience alarms on the new mpu as well as multiple power modules. The log files captured drops in voltage on the black controller lead. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a constant beeping coming from the mobile power unit as well as multiple power modules while it was being used was confirmed via visual analysis of the returned unit. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file from the returned system controller and the submitted log file contained data spanning approximately 25 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured the alarm silence button being pressed throughout the log file; however, there were no alarms active in the log file. This is indicative that the patient was pressing the alarm silence button on the controller. There were no notable atypical alarms active in the log file that would indicate an issue with the controller. During the evaluation, when the controller was connected to the mock circulatory loop, the controller and power module had an audible alarm active; however, no visible alarm was active and pump function was not affected, confirming the reported event. Further analysis of the controller revealed that when the controller power cable was exchanged, the reported event resolved. The original power cables were tested via a continuity and current leakage test and the power cables passed without issue. The cables were then placed back on the controller; however, the audible alarm could not be reproduced. It appears as if reseating the power cable appeared to resolve the reported event. The power cable was dissected and all underlying layers were in unremarkable physical condition. Additionally, the connectors and crimps were visually observed and no issues were found. No further testing was completed at this time as the reported event could not be reproduced during testing. Provided information stated that the alarms resolved, the controller was exchanged, and the cause of the alarms was not identified. The root cause of the reported event could not be conclusively determined through this analysis. It was reported that the alarms were initially due to user error. The constant beeping alarm was triggered because the mobile power unit did not have any batteries inside the backup battery compartment. Once the aa batteries were installed in the unit, the constant beeping alarm resolved. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.